Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
On the (B)(6) 2021, during the intervention of the urgency ambulance doctors in the context of a (B)(6) year-old child drowning, intraosseous line needed to be used. During the insertion, the driver stopped at the time where the needle was about to reach the bone. The red light was blinking red and green and then red only. The driver seems to be recent and the estimate times of using it is far below 500. The driver was changed during the intervention. The consequences were a delay in the treatment whereas the patient needed to be treated in a matter of urgency. The patient was hospitalized and then quickly deceased. We are going to buy new drivers to replace those that faced an incident. Additional information from the customer: when the urgency doctors tried to resuscitate the patient, they arrived 30-40 minutes after the drowning. Patient was in a state of brain death. Patient was african origin so doctors stated that they had more difficulties to insert the needle. They managed to make the heart restart and then brought him to the hospital where he died couple days after. Therefore, ezio device is not contributory or causative of any patient injury, rather hypoxia due to the drowning, affecting the brain, heart, and other tissues; respiratory arrest followed by cardiac arrest.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (B)(6) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a red blinking led was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 01). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (B)(4) while applying approximately 8 lbs. Of force on a weight scale (B)(4). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 5.43 secs, insertion 2: 2.66 secs, insertion 3: 2.81 secs. Hard profile (105 lbs/ft3): insertion 1: 3.10 secs, insertion 2: 3.09 secs, insertion 3: 3.12 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. The eeprom was parsed, and the results reveal the charge count was 16 ,782,816 and the cycle count was 417. The recorded charge count supports a battery near the end of its life (approximately 10% or less battery life remaining) as the charge count has exceeded 15,300,000 (per ver0190 accel biotech firmware verification test report). The cycle count of 417 (trigger activations) is also significant as it supports normal driver usage with consideration to bone density, average insertion time, storage, and frequency of testing. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", "purchase and replace the ez-io power driver when the red led begins blinking. Expected shelf life for the ez-io power driver is 10 years or approximately 500 insertions", and "the driver operating/useful life is approximately 500 insertions. However, this number may vary since life expectancy is dependent on actual usage (bone density and insertion time), storage, and frequency of testing.". The instructions for use (IFU) provided with the needle sets also instruct the user, "do not use excessive force. Use moderate steady downward pressure and allow needle set rotation to penetrate the bone. Note: if driver stalls and needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone.". A review of the device history record found that the driver passed all the release criteria. The device was released in 09/2014 and is approximately 7 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. The reported complaint that the driver lost power could not be confirmed. Functional testing has confirmed no fault found with this driver. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
On the (B)(6) 2021, during the intervention of the urgency ambulance doctors in the context of a 10-year-old child drowning, intraosseous line needed to be used. During the insertion the driver stopped at the time where the needle was about to reach the bone. The red light was blinking red and green and then red only. The driver seems to be recent and the estimate times of using it is far below 500. The driver was changed during the intervention. The consequences were a delay in the treatment whereas the patient needed to be treated in a matter of urgency. The patient was hospitalized and then quickly deceased. We are going to buy new drivers to replace those that faced an incident. Additional information from the customer: when the urgency doctors tried to resuscitate the patient they arrived 30-40 minutes after the drowning. Patient was in a state of brain death. Patient was african origin so doctors stated that they had more difficulties to insert the needle. They managed to make the heart restart and then brought him to the hospital where he died couple days after. Therefore, ezio device is not contributory or causative of any patient injury, rather hypoxia due to the drowning, affecting the brain, heart, and other tissues; respiratory arrest followed by cardiac arrest.